Event description:
Pt underwent stent of the left anterior descending (lad) artery and proceeded to percutaneous vascular surgical (pvs) closure of the femoral artery access site with prostar 9 fr. Pvs device. Marking was difficult due to pt anatomy, but closure proceeded uneventfully and adequate closure was reported. Femoral artery had scar tissue and calcium with moderate tortuosity. Pt appeared stable until bladder was evacuated with a foley catheter about 15 to 20 mins after obtaining pvs closure. Pt developed tachycardia and shock following bladder evacuation. Staff reported a retroperitoneal bleed attributed to an iliac artery perforation, which required surgical repair. There was no indication that the pvs closure site was involved in the bleed. The prostar device appeared to perform as intended, with no definitive indication that the device caused or contributed to the event. Repair of the artery was successful and pt was sitting up post surgery. Pt remained in-hosp for further elective surgical procedure (mitral valve).